Manufacturer narrative:
MFR received date: 06 mar 2020. The ui (assy, user interface, english) was returned to failure investigation (fi) for evaluation. Visual inspection reveals no anomalies. Install returned ui into known good ventilator and boot into normal operation. Check for alarms and errors. In examination of the (liquid crystal display) lcd panel, it was found that the wires connecting the backlight inverter to the display were discolored due to high temperature. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Customer complaint verified. The dim display was caused by failure of the lcd panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
The customer reported display dim. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 23dec2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the user interface. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.